Manufacturer narrative:
Per tandem's t:slim x2 user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was unable to observe insulin drops exit the infusion set tubing during the fill tubing process. During troubleshooting, the customer reported that the luer lock connection was wet with insulin. Tandem technical support instructed the customer to disconnect then reconnect the luer lock connection and wipe the area dry. The customer resumed the fill tubing process and confirmed seeing drops exit the tubing. Customer was able to complete the fill tubing process and resumed insulin delivery. The customer's blood glucose was 110 mg/dl.

Manufacturer narrative:
Correction- (lot number)